Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to bolus at lunch and the customer's blood glucose (bg) level was 307 mg/dl. The customer addressed the bg level by delivering a bolus. The customer declined tandem technical support's offer for further troubleshooting.